Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address fracture of the stem. During the surgery, it was noted that although the cup was not loose, it was not well fixed either.